Event description:
The customer reported that the ventilator cannot be turned off and the screen is blank. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 17oct2019. The customer reported that replacing the pm pcba (power management printed circuit board assembly) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
The customer reported that the ventilator cannot be turned off and the screen is blank. There was no patient involvement.